Event description:
Dr implanted a symphysis distractor in a pt two weeks ago. Pt was resting their chin in the palms of their hands when they felt something give. Drs performed unscheduled procedure and found that one of the plates had separated at the weld. Rigid fixation was completed to stabilize the site.